Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the arm, which is off-label usage of the device on (B)(6) 2025. On (B)(6) 2025, the patient's sensor detached due to adhesive failure. She did not report inserting a replacement sensor after the original one fell off. The patient uses the insulet omnipod5 system, which would not have operated in modified closed-loop mode without an active sensor session. There is no documentation indicating whether she was monitoring her blood glucose via fingerstick during this period. On (B)(6) 2025, the day following the sensor detachment, the patient began experiencing excessive urination and vomiting at an unspecified time. Two days after symptom onset, she was hospitalized on (B)(6) 2025 and remains hospitalized as of (B)(6) 2025. She was administered insulin drip by medical staff. At the time of this report, the patient continues to experience body pain. No product or data was provided for investigation. The allegation and the probable cause could not be determined. No additional patient or event information is available.